Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) could not come out. The device was able to be removed without getting caught on the vascular wall. Hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The device was used with a 5f non-cordis sheath. The lesion was the below the knee with an ipsilateral antegrade approach. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; bleed back port is at the deployed position; indicator wire is retracted; the device is blood saturated. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath. No other damages/anomalies were noted during the visual inspection. Functional analysis could not be conducted because the device was received fully deployed with the indicator wire retracted. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. Based on the information available and the product analysis, the reported event of ¿indicator wire deployment difficulty unable¿ could not be observed. Upon visual inspection, the device was unpacked for evaluation and several conditions were noted: the deployment lever was fully depressed, the indicator window showed a black/white/red color, the plug was fully deployed but not included in the shipment, the cowling guard was locked, the bleed-back port was in the deployed position, and the indicator wire was retracted. Functional analysis could not be performed because the device was received fully deployed. The device case was opened, and assembly was correct, and no further issues were found. In addition, the condition of the device received does not match the event reported. With the limited information provided, and with no procedural films, the cause of the reported event could not be determined. It is possible that procedural factors, such as the antegrade approach used, contributed to the reported event. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. The analysis results suggest that the failure experienced by the customer could not be related to the manufacturing process. No corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) could not come out. The device was able to be removed without getting caught on the vascular wall. Hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The device was used with a 5f non-cordis sheath. The lesion was the below the knee with an ipsilateral antegrade approach. The device will be returned for evaluation.